Event description:
It was reported that during a gastric bypass procedure, the case was completed with the device and no patient consequences. The jaws remained semi-opened, however.

Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # 328c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 328c18, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. The was no issue throughout the case. After the firing of the device on thicker tissue, a gap was noted upon pressing on the closing trigger. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? *yes, required more pressure from surgeon on the closing trigger. If yes, how was the device removed from the patient? Removed normally. If yes, did the jaws eventually open? Yes. What is meant by semi-open? Upon pressing the closing handle at the end of the case you can note a gap between the jaws. What point during the procedure did the semi-open of the jaws occur? This occurred after the completion of the case.